Event description:
The accounts maintenance stated the trendelenburg function is not working.

Manufacturer narrative:
The account declined to repair the bed and is planning to use the bed knowing the function is not working.